Event description:
Pt was on dopamine 5mcg epi on hold - dopamine alarmed - cartridge jammed when nothing had been done at all to pump: removed cartridge & replaced into pump. Appeared to be working. Pt pressure dropped 60/40 - pump alarmed & lights on every chamber were on. Pump plugged in at outlet & side of pump. Pump would not work after that. Signature pump was used after this incident.